Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that when they put the trial in, and she sat down it herniated an inch deeper and went into the sacral nerves and she could not walk for 3 weeks until she had the permanent implant put in. The patient stated that she couldn¿t walk immediately and pain was excruciating. The patient noted it was a sudden in therapy/symptoms. The patient stated that the trial slipped, herniated, and went in an inch deep into the sacral nerve. The patient noted they had to take the lead out and reimplant it when the patient was implanted with the permanent device. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.